Manufacturer narrative:
One bipolar pacing catheter with monoject limited volume syringe was returned for evaluation. Continuity testing was performed and there were no open, intermittent or short conditions observed. No visible damage to the catheter body was observed. The balloon inflated clear and concentric and did not leak. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was not confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "the catheter did not sense an intrinsic electrical signal during use." There were no patient complications reported.